Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely depressed resutls generated from architect analyzer (sn: (B)(6) and provided the following data on 7 may 2026: sid: (B)(6) (54-year-old male). Initial result: ca+ result was < 5 and repeat result was 9.2. Customer reference range 8.5 -10.5mg/dl. Discrepant result was not reported out of the laboratory. Sid: (B)(6) (63-year-old female). Initial result: co2 < 5mmol/l. Repeated on another analyzer (sn: (B)(6) and repeat result was 23mmol/l. Customer reference range: 20-29mmol/l. Corrected report was generated for this sample. There was no reported impact to patient management.